Event description:
A high glucose readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified high scan result on the ADC device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness. An ambulance was called and responded, a healthcare professional (HCP) only monitored the customer and measured their glucose level and obtained 186 mg/dL on an HCP meter in comparison to ADC scan result of 248 mg/dL. No emergent treatment was administered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact Date of event is unknown. The date entered in section B3 is based on the customer's report of "first week of June in the afternoon".All pertinent information available to Abbott Diabetes Care has been submitted.